Event description:
In 2008, the patient reported that approximately one month ago, she experienced an infusion tubing that partially separated near the luer connection. She stated that her blood glucose elevated to 160-200 mg/dl and she felt "really tired." She changed the infusion site and tubing and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not retain the alleged infusion set. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.